Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The planned treatment procedure was completed as planned by using exposure. A philips remote service engineer (rse) called the customer and confirmed the reported issue. The quotation was not accepted, and service was canceled by the customer. Therefore, no additional investigation or corrective action was possible or has been provided by philips. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the the system was unable to perform fluoroscopy.no harm was reported to philips. The device was in clinical use at the time of reported event. Philips has started an investigation of this complaint.